Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), a 155 cm. Saber 4 mm. X 6 cm. Balloon catheter (bc) was used for pre-dilation but took three (3) minutes to deflate the balloon. It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The target lesion was the iliac artery. No target lesion characteristic information was provided. The approach for the procedure was ipsilateral. An unknown guidewire was used to access the lesion. Intravascular ultrasound (ivus) was performed. Additional information received indicated that it is unknown how many atmospheres of pressure were used to inflate the product, what was done to finally deflate the balloon, or if there was any reported withdrawal difficulty from the vessel or from the patient. The patient did not experience any adverse event as a result of the reported product issue. There was no reported difficulty advancing the product to the target lesion. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Additional information was requested but was reported to be unknown. No additional information is available.   The device was not returned for analysis. A device history record (DHR) review of lot 17454177 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon deflation difficulty - partial or slow (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, procedural/handling or concomitant devices (such as indeflator used) may have contributed to the reported event. According to the instructions for use, ¿use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.   Please note that this is the initial/final report for this file.

Event description:
During a percutaneous transluminal angioplasty (pta), a 155 cm. Saber 4 mm. X 6 cm. Balloon catheter (bc) was used for pre-dilation but took three (3) minutes to deflate the balloon. It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the iliac artery. No target lesion characteristic information was provided. The approach for the procedure was ipsilateral. An unknown guidewire was used to access the lesion. Intravascular ultrasound (ivus) was performed. Additional information received indicated that it is unknown how many atmospheres of pressure were used to inflate the product, what was done to finally deflate the balloon, or if there was any reported withdrawal difficulty from the vessel or from the patient. The patient did not experience any adverse event as a result of the reported product issue. There was no reported difficulty advancing the product to the target lesion. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Additional information was requested but was reported to be unknown. No additional information is available.